Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue. Customer reverted to manual injections for insulin therapy.